Event description:
On (B)(6) 2006, this pt underwent repair of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2010, f/u computed tomography angiography showed a possible type ii endoleak. On (B)(6) 2010, an aortogram showed no evidence of endoleak. On (B)(6) 2011, the pt presented to the emergency room with buttock pain, and a cta of the abdomen/pelvis showed a type ii endoleak. It was also reported that the aneurysm had enlarged from 5.7 x 5.4 cm to 6.1 x 5.8 cm. On (B)(6) 2011, the pt underwent open repair to treat the type ii endoleak and aneurysm enlargement. The gore devices were explanted, and the pt tolerated the procedure.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).